Event description:
The reporter stated the aa4203tl silicone single piece lens with toric was torn during loading, but it was not discovered until after the surgeon was advancing the lens towards the eye. There was eye contact but the lens was not implanted. No patient injury. The reporter stated the incident was the result of a loading error.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic.(B)(4): evaluationresults:visual inspection of the returned lens showed the lens was torn in half , a haptic was split and a piece of the lens was torn off and missing. There was a dark surgical reside on the lens. (B)(4)